Manufacturer narrative:
This report is being filed to provide additional information in a.1, a.2, a.3, a.4, b.5, b.5, b.6, e.1, h.6 and h.11. Investigation: a service technician ran a fluid test with passing results. The run data file (rdf) was analyzed for this event. No alarms occurred during this run, target volume of 1023 ml was collected, and donor received 500 ml of saline. No device issue is suspected. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported donor had post donations dae-hemoglobin in their urine. Per the customer, the unit has already been proceeded and shipped. No concerns were reported by the laboratory. Per customer "donor did not report seeking further treatment, no further concerns reported by donor". Full donor ID: (B)(6).

Event description:
The customer reported donor had post donations dae-hemoglobin in their urine. Per the customer, the unit was already been proceeded and shipped. No concerns were reported by the laboratory. Per customer "donor did not report seeking further treatment, no further concerns reported by donor". Full donor ID: (B)(6).

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a service technician ran a fluid test with passing results. The run data file (rdf) was analyzed for this event. No alarms occurred during this run, target volume of 1023 ml was collected, and donor received 500 ml of saline. No device issue is suspected. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that there was no hemolysis and no medical intervention occurred for this event. No further reporting will be provided as this does not represent a reportable event.

Manufacturer narrative:
Investigation: a service technician ran a fluid test with passing results. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported donor had post donations dae-hemoglobin in their urine. Patient information and outcome are unknown at this time.